Event description:
It was reported that syringe s2 10ml 21ga 1-1/2in bd china had foreign matter and leaked. This was discovered before use. The following information was provided by the initial reporter: when the nurse used it, she opened the package and found the problem as shown in the pic. There was a sharp foreign matter at the top of barrel, which was the same material as the barrel. And in the foreign body leakage, leakage is obvious.

Manufacturer narrative:
Investigation summary: bd has been provided with photos for catalog 301947 lot 1901202 to investigate for this record. Visual examination of the photos shows a big flash on the syringe barrel on the injection point below the syringe tip. As a result, bd was able to verify the reported issue. Based on the sample, this flash was produced in the injection process, due to a punctual increase of the injection pressure or an issue related to the close of the mold. After the molding process, this barrel could be damaged due to a blockage produced by this flash, and consequently the damage increased. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 10ml 21ga 1-1/2in bd (B)(4) had foreign matter and leaked. This was discovered before use. The following information was provided by the initial reporter: when the nurse used it, she opened the package and found the problem as shown in the pic. There was a sharp foreign matter at the top of barrel, which was the same material as the barrel. And in the foreign body leakage, leakage is obvious.